Event description:
On (B)(6) 2015 during the laser lithotripsy procedure on the pt's bladder stone while the surgeon was lasering a bladder stone there was a loud explosion (like a firecracker) from the laser and a bright flash of light, the laser machine went quiet and its screen went blank. This happened approx 2/3 of the way through the case. The laser was unplugged, the pt was assess, no apparent injury, the procedure was terminated, the stone fragments were irrigated from bladder. There was no sign of active bleeding, the bladder was drained and the pt was brought to the recovery room in good condition and discharged later that day. Coherent from counterpulsations, (B)(6).